Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of insufficient flowrate during power injection was inconclusive because the flowrate could not be measured. The product returned for evaluation was one 5fr t/l powerpicc catheter. Usage residues were abundant throughout the sample. Clamp impressions were observed in all three extension tubes. An attempt to infuse water through the sample using a 12ml syringe revealed all three lumens to be patent to infusion and aspiration with no observed leaks. The effort required to flush each lumen was comparable to that required to flush a similar non-complainant device. Microscopic inspection of the sample did not reveal any evidence of occlusion. While no evidence of occlusion or impaired flowrate was observed, the clinical flowrate could not be measured in the field assurance laboratory. Consequently this complaint is inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the pump alarm was heard and then the flow rate went down from 4cc/sec to 1.8cc/sec during power injection of contrast medium(iopromide370). There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the pump alarm was heard and then the flow rate went down from 4cc/sec to 1.8cc/sec during power injection of contrast medium (iopromide370). There was no reported patient injury.